Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the u104 (pxa) and u1003 (pld) bga components failed. The cause of the resets is the bga failure. The root cause of the bga failure cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.